Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving fentanyl 500.0 ug/ml at 199.84 ug/day and bupivacaine 5.0mg/ml at 1.9984mg/day via an implantable pump. The indication for use was non-malignant pain. The patient reported that when they replaced his pain pump on (B)(6) 2015 due to end of life (service) they discovered an issue with the catheter and had to replace a portion of the catheter and reduced the patient's pump medication down to base level. The patient went from 850 ug/day (fentanyl) down to 50 ug/day (fentanyl). Clarification of the catheter issue, patient symptoms, troubleshooting and cause of the catheter issue not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.